Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that luer lock connector was not screwed on straight and was leaking. Tandem technical support instructed the customer to disconnect and reconnect the tubing to the cartridge and ensured a tight, straight connection. Customer successfully performed the fill tubing process and saw drops exit the infusion set tubing. There was no impact to the customer's blood glucose.